Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they concern with their bite and was examined by their dentist. The dentist has referred patient to an orthodontist for orthodontic treatment and recommended patient stop aligner treatment. Patient provided lor from dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.